Event description:
Pt suffered witnessed cardiac arrest. Fire dept medic arrived on scene. They tried to use medtronic physio-control life pak 12 to defibrillate pt. The machine malfunctioned by not recognizing defib pad connection. Pt was defibrillated by life pak 500 that was at scene at the same time. No time lost in pt care. (Maximum 30 sec).